Event description:
It was reported that the right ventricular (rv) lead dislodged sometime between original implant and replacement. It was also reported that due to physician preference the rv lead was removed and replaced with longer active leads that would be beneficial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and all conductors had blood/body fluid (not obstructed.) The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism along with a damaged guidetooth. The lead had apparent explant damage.